Event description:
Bed-check alarm set at 3 seconds while resident in chair. Alarm failure at 3 seconds when pt stood. Pt injury occurred secondary to fall. Change in mental status and laceration to skull. Pt transfered to ed for rx and admitted to hosp.